Event description:
Distal tip of unit came off.

Manufacturer narrative:
Our product manager and sales rep met with the operating physician. He had been using an improper technique, adopted from use of a competitor's product. The physician believes the tip of the unit was retrieved by the vacuum when it broke off. After inservicing the physician, another of the same product was delivered for use with a mommotome, without complication. The customer disposed of the unit, so we were unable to further our investigation.